Event description:
It was reported that the arctic sun device was alerting 73 (non-recoverable system error). Powered off multiple times but error 73 kept returning. Advised to swap out to new device and send to biomed for evaluation. Nurse confirmed that they already had another device bedside they would start therapy on. Encouraged to call back if any other assistance was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alerting 73 (non-recoverable system error). Powered off multiple times but error 73 kept returning. Advised to swap out to new device and send to biomed for evaluation. Nurse confirmed that they already had another device bedside they would start therapy on. Encouraged to call back if any other assistance was needed. Per follow up information received via email on 02jun2023, it was reported that therapy was completed on a different device without any impact to the patient. The original device did go to biomed but it is now back in circulation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed t1 thermistor. Confirmed the alarm 73 in system log files and corresponding patient data. T1 was found to be reading 0 which indicates a failed thermistor. Tank harness was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as the device has undergone previous servicing. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.